Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 77 mg/dl. Reportedly, customer inadvertently delivered too large of a bolus. Bg was addressed via intravenous saline. Reportedly, the customer left the ER 5 hours later with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.